Manufacturer narrative:
Additional information: b5, d9.

Event description:
The user facility reported that the housing broke. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Event description:
The user facility reported that the housing broke. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.